Event description:
The customer reported the wiping fluid from the forceps channel tested positive for bacteria. The customer suspected that the cause could be scratches inside the forceps channel. There was no patient injury.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) e1 address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.